Event description:
Urgent recall notice received for steris system 1 processor -- alert necessitates a change in the way the c1160 tray accessory is used with the system 1 sterile processing system. Until further notice you must run a diagnostic after each cycle or you must discontinue use of these trays if this can't be done.